Event description:
It was reported that distal embolism occurred, requiring intervention. A 1.85mm jetstream sc catheter was used during an endovascular therapy procedure, with knee compression via cuff to prevent distal embolism. Lesion characteristics were noted as resection length approximately 5 cm with calcified nodules; one below knee run off was reported to have flowed cleanly. The jetstream device functioned as intended with approximately five minutes of cutting time. After drug-coated balloon dilation, distal embolism occurred. It was believed that the failure to use the suction catheter before releasing the cuff pressure was the cause of the embolism. Nitroglycerin was administered; however, blood flow did not return. Therefore, suction and ballooning were performed to restore blood flow.